Event description:
A ventilator was returned to a third party service center for evaluation. There was no patient harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a failure related to the blower motor was observed. The device's blower subassembly was replaced to address the issue.